Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented to the clinic for a follow-up appointment. Upon review of device data, there were two stored episodes of noise reversion on the rv channel that were suspected to be electromagnetic interference (emi). It was recommended that programming changes occur. No adverse patient effects were reported. This rv lead remains in service.